Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's (a child) freestyle libre reader "detached in two" as a result of a fall, and the customer could not obtain a glucose result. While walking from school, the customer began to feel dizzy so the caregiver performed a glucose test on a competitor brand device and obtained a reading of 30 mg/dl. Customer was treated with "1 sugar and a coke" and no further treatment was reported. There was no report of death or permanent impairment associated with this event.